Event description:
This complaint is now reportable based on the analysis approved in 2007. It was reported that during a carotid artery stenting treatment procedure, the stent could not be deployed at the lesion site in the internal carotid artery. The stent and carrier system removed together as a unit. A second stent was successfully placed. No pt injuries or complications were reported. Pt status is reported as "fine". However, the analysis findings confirmed stent damage.

Manufacturer narrative:
Device analysis: product analysis confirmed that during analysis, it was not possible to fully deploy the stent from the returned device. The stent was partially deployed (17 mm) on the return of the device. Visual examination found that the outer sheath was bunched up distal to the stainless steel shaft and that the outer sheath was detached from the t-connector. It was noted that the distal stent wires were damaged. During analysis, it was not possible to retract the outer sheath by hand. The shaft was dissected and the inner was withdrawn. A resistance in movement of the inner through the outer, in the location of the stent outer to distal outer weld, was noted when reinserted. No other issues were noted with the device. Add'l info received states that the lesion exhibited 90% stenosis and that a 0.035-inch terumo guidewire was used. However, the recommended size guidewire for this product per the directions for use and product labeling recommends a 0.014-inch guidewire. The detachment of the outer sheath from the t-connector is consistent with a restriction occurring during deployment. A review of the mfg records for this batch found that the device met its material, assembly, and product specifications. The most probable root cause of the detachment of the outer sheath from the t-connector is due to handling damage as a result of a restriction being met during deployment . As a 0.035 inch terumo guidewire was used, although the recommended size guidewire for this product per the directions for use and product labeling recommends a 0.014 inch guidewire, the root cause of this complaint is most probably user/use error. A CAPA has been initiated to address this issue.